Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) initial notes: I am having issue with pump and its been going on for a few weeks. The last couple days. The past 2 days 700 yesterday last night got up to 860. During the night started giving shots. Ok right now. Most recent bg was about an hour ago and that was 270 gave a shot early this morning. The past few weeks has been running high. In the 300 and 400 and consistently staying higher. Inquired what led up to the complaint. Customer response: hbg high bg/under delivery t/s per dop114-950. Patient's bg at time of incident: 860 patient's current bg: 270 customer reports the following symptoms related to their high bgs: a week ago was throwing up because it was so hight. Nausea and fatigue.. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manual injections. Customer reports they have not contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. Recent high bg event began: (B)(6) 2018. Inf was last changed: (B)(6) 2018 changed twice.. Changed set twice yesterday and changes every 3 days. Based on customer report customer does not allege pump was under delivering. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. No air bubbles and no leaks adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Yesterday she thought it could be a bent cannula but did not notice any bet cannula. Insulin is not expired and clear. Has left pump on to see if it will deliver basal. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Basal rates has been consistent for a while. Went to endo a month ago and she did not change anything wanted to keep it the same. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer does not have a tubing clamp available. Item - 'explain the 2 high bg rule' reason not completed - customer understands 2 high bg rule.. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Customer's outcome pertaining to the complaint: customer does not have tubing clamps to perform hp test on pump at the moment. Advised that customer remain connected and continue to monitor bg. Advised that clamps will be over-nighted to address on file with no go to record for full text.